Manufacturer narrative:
The device has been returned to the manufacturer for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter should be pulled after 5 days in use, catheter snapped. Catheter fragment (approx. 9 cm) remained inside the vein, but could be surgically removed without problems.